Manufacturer narrative:
The system was examined and the reported event was not replicated. The host and ultrasound (us) controller were both replaced as a preventative measure. The system was tested and found to meet product specifications. The system was manufactured on january 23, 2015. Based on qa assessment, the product met specifications at the time of release. The ultrasound (us) controller was returned for evaluation for evaluation. However, the sample was replaced as a preventative measure. Because the reported event was not replicated, the sample will not be tested. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phaco power during cataract surgery. The system was switched out to complete the case. There was no harm to the patient.